Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated a deformed fixation helix. Damaging the fixation helix requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. Further analysis revealed abrasion marks along the lead body which were caused most likely due to mechanical stress during the implant state. The insulation was found intact at these positions. In summary, a deformed fixation helix was noted on the returned lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this patient with this right atrial lead had twiddler's syndrome. This lead had dislodged and was explanted. No adverse patient effects were reported.